Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the rubber glue partially missing was due to a separation problem. The separation problem was due to a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Additionally, the most probable cause of the insertion tube material missing was due to a stress problem identified. The stress problem was due to a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino laryngo videoscope to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that the rubber glue was partially missing and the insertion tube material was missing. It was determined that the adhesive and the insertion tube needed to be replaced. There was no patient involvement.